Event description:
The line connected with the transducer was cut.

Manufacturer narrative:
Device evaluation customer report was confirmed. Rec'd (1) double dpt kit. Pressure tubing (from pa pressure line) was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubings were bent near the bond joint.